Event description:
Pump was reported to overinfuse. Pump #1 was set to infuse at a rate of 10ml/hr but delivered 100ml of unknown solution in just 2 hours. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of patient, or medication involved.